Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified mid left anterior descending artery. The apex push monorail 12mm x 1.50mm was advanced with resistance and inflated to 6atms for 5 seconds when a balloon rupture occurred. The balloon catheter was successfully removed and the procedure was completed with a different device. There were no complications reported with the patient status listed as 'good'.